Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the right common iliac limb and limb extension is confirmed. This is consistent with the reported adverse event/incident. There was concomitant product use of a non-endologix stent in the left common iliac artery -off label. This did not appear to contribute to the reported event. It is worth noting that the absence of product implant information of medical history was available due to a lack of patient identifiers, and causation could not be determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer. H6: investigation health effect code: remove code 1924. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient underwent an initial implantation procedure involving an afx bifurcated stent graft. The patient presented with a recently diagnosed endoleak type iiia. Additionally, the patient had previously undergone a procedure involving the placement of a modular branch (mb) and cuff, along with an extension on the right limb in the iliac region. It has been observed that this overlapping segment has become detached in the iliac area. The patient's overall condition remains stable. Plans are being made to schedule a relining procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown. H3 other text: device remains implanted.